Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced urinary frequency, urgency and retention, severe recurrent vaginal prolapse, severe cystocele, paravaginal defect, rectocele, pelvic and low back pain, severe genuine stress urinary incontinence, tight urethra, chronic interstitial cystitis, hypertension, adrenal mass and renal cyst.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "avaulta posterior". Additional info from importer report: date of this report: (B)(4) 2012. Brand name: avaulta posterior biosynthetic support system. Cat# 486020. (B)(6).